Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The investigation of pressure tubing concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
Two red pressure tubings attached to a red dpt and a red stopcock were returned for examination. A non-edwards pressure tubing was also returned. The reported event of connection issue was confirmed. The distal red pressure tubing had detached from the bond joint with a male connector. Indications of bonding solvent were evident on some locations of the tubing bond surface area. No other damage was observed from the rest of the returned kit. The tubing outer diameter was measured near the point of detachment and found to be within specification. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, no patient compromise was reported as the issue was noted before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the nurse was straightening the disposable pressure transducer by pulling on it as customary prior to it being attached to the patient. On this occasion, the tubing detached from the connector. No patient complications were reported as this occurred prior to use. Patient demographics were unable to be obtained.